Event description:
It was reported that tubing came apart at the y-site below the roller clamp upon taking it out of the package. There was no patient involvement and the event did not cause delay of care.

Manufacturer narrative:
Additional information added to: d4,and h4. The customer¿s report that the tubing came apart at the y-site below the roller clamp was confirmed. Visual inspection confirmed that the tubing was completely separated at the engagement between the tubing to the set¿s second smartsite inlet port above the roller clamp due to insufficient solvent being applied at the engagement of the tubing during manufacturing. A dimensional analysis was performed on the tubing. Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing came apart at the y-site below the roller clamp upon taking it out of the package. There was no patient involvement and the event did not cause delay of care.